Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain. Update ad 30 aug 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf, sticker sheets and implant records. In addition to what were previously alleged, ppf alleges metal wear, metallosis, infection and bone fracture. Updated patient initials, implant date and the details of the head and liner product. Added date of revision, account name, surgeon, law firm and an impacted product record for the stem, cup, hole eliminator and three bone screws was added due to alleged infection. At this time it¿s unknown where the fracture occurred. If/when more information is received, the pc will be updated as needed. Doi: (B)(6) 2010, dor: (B)(6) 2014 (left hip). Please see (B)(4) for the right hip.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges lack of mobility, chronic insomnia, mental and emotional strain, felt ill(anxiety, depressed, nausea, tired).after review of medical records, patient was revised to addressed septic left hip arthroplasty. Operative notes indicated upon debridement inferior fascial repair was failed and there was gross pus present. Acetabular component which did free from bony ingrowth but able to remove it with very little or no bone loss. Confirmed in medical records that fracture was intended for the right femur. Doi: (B)(4) 2010; dor: (B)(4) 2014; left hip. (B)(4).